Manufacturer narrative:
(B)(6). Additional suspect medical device components involved in the event: model #: sc-2366-50 serial #: (B)(4) description: linear 3-6 lead, 50cm model #: sc-4316 lot #: 19907607 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent a revision procedure due to increased pain. During the revision procedure, the physician noted a fluid sac in the ipg pocket. The physician assessed the fluid sac as being unrelated to device or procedure, however, he was unsure of the cause. He further clarified that the fluid sac was near a skin fold and constant rubbing. The patient was explanted of all of their devices and administered intravenous antibiotic.

Manufacturer narrative:
(B)(4): the returned ipg and leads were analyzed and passed all tests performed. No anomalies were found. (B)(4) (lot: 19907607): the clik has an incision near the setscrew location. Review of the sterilization records did not find any anomalies or deviations that potentially relate to the reported event. Damage to the clik anchor is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient underwent a revision procedure due to increased pain. During the revision procedure, the physician noted a fluid sac in the ipg pocket. The physician assessed the fluid sac as being unrelated to device or procedure, however, he was unsure of the cause. He further clarified that the fluid sac was near a skin fold and constant rubbing. The patient was explanted of all of their devices and administered intravenous antibiotic.